Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. Vascular access was obtained via the radial artery. The 99% stenosed , concentric shaped, 5mm in length target lesion was located in the severely tortuous and non-calcified, 3.5mm in diameter left anterior descending artery. It was noted that there was some thrombus in the lesion. This 8mm 3.50 liberté stent delivery system along with a 6f non-bsc guide catheter and a non-bsc guide wire were selected. The physician was unable to cross a bend in the vessel with the stent; he pushed the stent at the proximal end of the shaft (approximately 15 cm). The shaft then became bent and broke. The device was removed intact nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was contrast in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. The hypotube was fractured 16.75cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The hypotube was kinked 14.5 and 15cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. Vascular access was obtained via the radial artery. The 99% stenosed , concentric shaped, 5mm in length target lesion was located in the severely tortuous and non-calcified, 3.5mm in diameter left anterior descending artery. It was noted that there was some thrombus in the lesion. This 8mm 3.50 liberté stent delivery system along with a 6f non-bsc guide catheter and a non-bsc guide wire were selected. The physician was unable to cross a bend in the vessel with the stent; he pushed the stent at the proximal end of the shaft (approximately 15 cm). The shaft then became bent and broke. The device was removed intact nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.